Event description:
It was reported that this atrial lead dislodged and helix was not extended after one day of being implanted, lead was found in the right ventricular position via chest x-ray. Lead was repositioned and helix was able to extend. No additional adverse patient effects were reported.